Manufacturer narrative:
Pump received with cracked battery tube threads. Cracked lcd window, broken reservoir tube lip, cracked case display window corner and missing end cap sticker. The p-cap does not lock into the reservoir compartment properly noted. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack on pump casing and bottom of screen. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.